Event description:
The nurse reported receiving a system message while attempting to laser. The surgeon had to switch to cryopexy to finish the case. This extended the case by two hours. The patient did have the laser procedure completed in the surgeon's office. The patient is doing well.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message. The company service representative calibrated the power monitors and energy to specifications. The system was then tested and met product specifications. This report was mailed to FDA on: 11/21/2008.